Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q3 product performance report.

Event description:
Boston scientific received information that this defibrillator had reached the elective replacement indicator (eri). There were no allegations towards this device. This device is included in the shortened replacement indicator advisory. However, upon return this device did fail initial longevity calculations and further testing was required.